Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with reservoir. The customer states that after filling the reservoir with air, they were unable to push air into insulin vial. The customer's blood glucose level at the time of incident was between 98mg/dl and 101mg/dl. Troubleshoot for occlusion was conducted. The customer was advised the reservoir would be replaced and returned for analysis.